Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and flailed anterior leaflets for a mitraclip procedure. A mitraclip xtw was attempted to be placed centrally on the anterior-3/posterior-3 leaflets. There was challenges with grasping and capturing the posterior leaflet. After grasping the posterior leaflet would slip out of the clip upon closure. This caused damage to the posterior leaflet. The mitraclip xtw was then deployed centrally on the anterior-2/posterior-2 leaflets. A mitraclip nt was deployed medially on the anterior-3/posterior-3 leaflets, however there was no significant mr reduction. An amplatzer plug was attempted to be placed but was unsuccessful due to maneuvering difficulties. The final mr was grade 4+. There was no clinically significant delay reported. The patient remained intubated and in the intensive care unit. No further intervention was performed; patient was under palliative care. On (B)(6) 2025, the patient passed away. Cause of death is unknown.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and flailed anterior leaflets for a mitraclip procedure. A mitraclip xtw was attempted to be placed centrally on the anterior-3/posterior-3 leaflets. There was challenges with grasping and capturing the posterior leaflet. After grasping the posterior leaflet would slip out of the clip upon closure. This caused damage to the posterior leaflet. The mitraclip xtw was then deployed centrally on the anterior-2/posterior-2 leaflets. A mitraclip nt was deployed medially on the anterior-3/posterior-3 leaflets, however there was no significant mr reduction. An amplatzer plug was attempted to be placed but was not used as the initial non-abbott guide/sheath could not maneuver to the target area. The final mr was grade 4+. There was no clinically significant delay reported. The patient remained intubated and in the intensive care unit. No further intervention was performed; patient was under palliative care. On (B)(6) 2025, the patient passed away. Cause of death is multiorgan failure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet capture, leaflet grasping). Additionally, a review of the complaint history identified no similar complaints reported from this lot. The narrative was reviewed by an abbott director of medical affairs. Based on available information, a cause for the reported difficult or delayed positioning (leaflet capture and leaflet grasping) could not be conclusively determined. The reported death is related to patient condition (multi-organ failure), per case details. The reported mitral regurgitation and tissue injury are cascading events of the difficult or delayed positioning. The reported patient effects of mitral regurgitation, tissue injury, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.